Event description:
Patient representative reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b d4, d6a, d6b, d9, g4, h3, h4, h6 clarification to d6a: partial date of 2015 provided. Updated to 01/apr/2015 to better align with the manufacture date of the device. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Patient representative reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.